Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that skyplate has line artifact during calibration. The device was not in clinical use and there was no patient or user harm. The remote service engineer (rse) assisted with the skyplate detector replacement request process. During the review, it was identified that the pixel calibration had not been completed. Approval for replacement was therefore postponed until the pixel calibration could be performed and evaluated to determine whether it would resolve the reported image artifact or fail. The field service engineer (fse) conducted an on-site analysis and concluded that the detector had been dropped, which resulted in image artifacts. The fse performed detector calibrations: the gain calibration was successful, while the pixel calibration failed. All relevant logs and supporting information were collected and submitted to philips national support for review and approval to proceed with detector replacement. A quotation for the replacement detector was subsequently issued to the customer. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the skyplate has line artifact during calibration. The device was not in clinical use and there was no patient or user harm.